Event description:
It was reported that during an unknown procedure, the section of the base of the caecal appendix with the mechanics cutter was necessary. The device has been placed on the base of the appendix and the closure mechanism has been regularly activated, up to the emission of the lock click. The section-stitch lever made abnormal stand at the activation moment and during the use it emitted a typical noise (as ¿grinding¿). Thereafter it is locked without the possibility of release of the morsel; after many tries, the morsel is opened, showing the complete absence of the agraffes and (luckily) the failed cut of the base of the appendix, moreover ¿shattered¿ by the morsel. The surgery was carried out and finished by using a new device. No adverse patient consequence reported.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth, damaged spring cartridge lockout tab. The following information was requested, but unavailable: what type of procedure was the device used in? Just for clarification, you stated that there was absence of the ¿agraffes.¿ is this referring to the staples? Just for clarification, the device did not deploy staples or cut the target tissue? On which firing(s) did this event occur (1st, 2nd, 8th, etc.) What color cartridge was being used? What other color cartridges were used before and after this event? Was the instrument fired across or near an existing staple line or clip? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Is there any other additional information you would like to share about this device or procedure? The analysis results found that the atg45 device was received with the firing mechanism damaged and with a tr45g cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.